Manufacturer narrative:
The technician found that the emergency trendelenburg valve was stuck. The technician replaced the emergency trendelenburg valve to resolve the issue.

Event description:
The technician alleged that when the emergency trendelenburg was activated the bed would not go into emergency trendelenburg position. No pt impact.